Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that din rail fuses were replaced and the issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system was not powering on. Issue occurred when setting up for the case. There was no patient present at the time of the issue.